Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the head of the turbinator coblator ii detached and also the device identification pouch. The root cause of the reported event could not be determined since the device was not received for evaluation. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up for a turbinoplasty surgery, when the surgeon was priming the saline , the whole head of the turbinator coblator ii dropped out; it broke, the surgeon used an alternative rf to do the turbinoplasty as he had only one device with him. The procedure was successfully completed with no delay, changing the surgical technique. No patient injury or other complications were reported.